Event description:
It was reported that the patient did not feel stimulation after she accidentally "rammed" against the closet door. The patient tried all four programs and increased to the highest setting, which was 8.5, and still didn't feel stimulation on any program. The patient had an appointment on (B)(6) 2010 with her doctor, and her connections were checked. The lead was reconnected into the implanted device. Impedances <4000 ohms were noted. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).